Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced epistaxis. No additional information was provided and the event date has been estimated.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported epistaxis and heartmate (hm) 3 left ventricular assist system (lvas) could not be conclusively determined through this investigation. Multiple requests for additional information regarding this event were submitted to the account; no further information was provided. The hm3 lvas IFU lists bleeding as a possible adverse event that may be associated with the use of hm3 therapy. The patient remains ongoing on heartmate 3 support. No further information was provided. The manufacturer is closing the file on this event.